Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received inappropriate therapy due to a supraventricular tachycardia (svt) being diagnosed as ventricular tachycardia (vt) as a result of a mismatch in morphology scores. Programming changes to morphology match was made to prevent future misdiagnosis. The patient was stable following the programmed changes.